Event description:
The reporter indicated that a 13.2mmvticm5 13.2 implantable collamer lens of -9.0/1.5/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault was observed. Cause of the event was reported as other.

Manufacturer narrative:
Patient information: unk. Work order search found no similar complaints. Claim# (B)(4).